Manufacturer narrative:
Correction was made after further review of the event details. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving bupivacaine and dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was non-malignant pain and complex regional pain syndrome type 1. It was reported that the patient had been feeling horrible since a magnetic resonance imaging was performed on (B)(6) 2019. It was noted that the patient saw the code for a motor stall displayed on his personal therapy manager (ptm); it was noted that the patient was however able to give himself a successful bolus. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the patient was checked in on (B)(6) 2019 but the logs were not retrieved. It was noted that the patient continued to be in pain and had withdrawal symptoms. The pump logs were obtained and a motor stall recovery occurred on (B)(6) 2019. It was noted that since the motor stall recovery the patient has had discomfort at the pump site and feels a vibration whenever the pump is interrogated or a patient activated bolus is received. It was reported that the patient would be brought in for an early refill appointment. No further complications have been reported as a result of this event.